Event description:
The recipient reportedly experienced device migration believed to be due to an MRI that occurred (B)(6) 2019. The recipient presented with pain and a wound on the scalp. The recipient was recommended to cease device use. The recipient received wound treatment, however, the issue did not resolve. Additional information regarding wound treatment details will not be provided. On (B)(6) 2020, the recipient underwent repositioning surgery in which bipolar cautery was used. The recipient is now experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.